Event description:
The customer reported to olympus that there was an e300 error while using the evis exera iii xenon light source. The issue occurred during maintenance, and there was no procedural or patient involvement associated with the event. The device was returned and evaluated, and the front panel lights were blinking due to error code e300. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to dust inside the scope sensor; after cleaning out the dust, the sensor was working more efficiently. Additionally, the front panel lights were blinking due to error code e300. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by foreign material adhering to the scope connector. However, the specific cause of the foreign material was not established at this time. Olympus will continue to monitor field performance for this device.